Manufacturer narrative:
Inadequate anesthesia most likely caused pt movement. This in turn led to a uterine perforation. Device performed as intended.

Event description:
Physician reported uterine perforation as a result of intraoperative pt movement. No add'l surgical intervention.